Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 30. On (B)(6) 2024, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and increased sensitivity. No further patient complications were reported.